Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Customer reports the inner stylet of the introducer needle was stuck, unable to be removed intraprocedural. Ultimately, the entire needle was removed from the patient and lung nodule, and the inner stylet was removed with a significant effort (external to the patient). No patient injury.